Event description:
It was reported that since the week prior, when lying down, the patient could feel the implant like there was something there that they couldn¿t feel before. The patient was feeling the implant when lying down, never felt it before, since (B)(6) 2015. The implant was moving around a little. When the patient laid down the night prior they felt stimulation really high and they had to turn stimulation down. That only happened at first after the patient was implanted. On (B)(6) 2015, the patient felt stimulation really high when lying down and they had to turn therapy down. It took the patient a long time to recharge. About three hours on one night and another four hours on another, total of about seven hours. The issue started around 6 months prior. The patient mentioned it to the manufacturer representative (rep) when the issue started. The patient also noted the charge used to last 2-3 weeks but they were charging weekly at the time of the report. Since 2014, it was taking longer to recharge and each charge didn¿t last as long. Information regarding troubleshooting don¿t, cause of event, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been contacted and an office visit would be scheduled for the upcoming week. The day was unknown at the time of the report. In the manufacturer representative talking with the patient, it appeared as though they were receiving good therapy from their device, but was concerned about the location of the implant noted "it seemed like it was sticking out more than it used to". A healthcare provider (hcp) would be available to assess their device implant location. The manufacturer representative would follow up with any additional details. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).